Event description:
In 2009, the patient reported that at 6am this morning he had an elevated blood glucose reading of 210 mg/dl with his normal range being 75mg/dl - 125mg/dl. He took 4 units of insulin and then delivered another 10 units for his breakfast. He stated his blood glucose then elevated to 600 mg/dl. Symptoms were thirst and he has not taken any additional insulin as a correction. To troubleshoot, the patient was instructed to disconnect from his infusion device and prime from the tubing which he did without error. Troubleshooting did not find any product issues. He stated his infusion set has been in use for 2 days and he was advised to change his infusion headset. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.